Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 481 mg/dl with large ketones. Customer addressed the issue with manual injections. Customer was able to clear the alarm. Customer will continue to use the pump for insulin therapy.